Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding a navigation system being used for a fess procedure. The caller reported that they were having issues tracking a suction and pointer probe during a case. There was no delay in surgery and no change in patient outcome as a result of this issue.

Manufacturer narrative:
(B)(4). A medtronic representative went to the site to test the equipment. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Device checkout.